Event description:
It was reported, by the clinician, that the balloon pre-tested without problems and was then inserted into the pt. However, when the balloon was checked under x-ray, the balloon was found to have ruptured. As a result, the balloon was exchanged with a new one without difficulty or complications to the pt. The clinician noted that there was no calcification found in the vessel that would have caused the rupture.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.